Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the evaluation and repair; however, the malfunction and resolution could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
Per good faith effort (gfe) response, the customer noted that the device was put into storage for months without being plugged in. When it was ready to be put in use, the battery checks failed. No patient involved. When left plugged in overnight, the battery failed again the next day. The technician informed that the charging volts were fine and working, but the customer did not confirm. The repair has been put on hold due to cost. The hospital has working backups for a minimal need of patient intensive care unit (ICU) care. The repair is still pending.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was not charging. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request the part number of the internal battery as the device was not operating on battery power-- the device had been in storage for months, and the battery would not charge. The customer noted that the device operated as intended on alternating current (ac) power. The remote service engineer (rse) provided the customer with the part number of the replacement battery for repair. Investigation is ongoing.